Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry. -patient "doing very well" as of (B)(6) 2017.

Manufacturer narrative:
Updated to include device analysis. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry. Patient "doing very well" as of (B)(6) 2017.